Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies. The reported event of a device sensing problem was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
During an implantation procedure, an unspecified sensing issue was noted on the right ventricular (rv) lead. The rv lead was replaced, and a new rv lead was successfully implanted. The patient was stable following the procedure with no adverse consequences.